Event description:
Two of these exact vacs malfunctioned during a delivery. They would not maintain suction at all. Product failure forms previously submitted on these devices, vendor had already replaced 2 previous vacs that failed.